Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The analysis results found that device was returned with the cannula cap broken and only a partial part of the cannula cap was returned. Cannula cap was found broken that is indicative of the device was hit on a hard surface.

Event description:
It was reported that the patient underwent a laparoscopic hernia procedure on (B)(6) 2017 and the absorbable straps were used. During the evaluation, it was found that the device was returned with cannula cap broken. There were no adverse patient consequences reported. No further information is available.

Manufacturer narrative:
Additional information was requested and the following was received: it is confirmed that the missing piece of the white cannula cap did not fall into the patient.